Event description:
It was reported that the system had no video and was not able to produce fluoroscopic images due to low voltage. This could cause a delay in pt treatment and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video distribution board. The system operates as intended.